Manufacturer narrative:
The actual device has been received for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did find two other reports with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the wire was stripped" after gaining right femoral access through 21g wire provided with kit. It was reported that patient injury did not occur. Additional information was received on 8/24/2017. It was reported that the wire is shearing off.

Manufacturer narrative:
One 0.021" guidewire was returned to for product analysis. The returned component was subjected to decontamination. After decontamination, the guidewire was then subjected to visual analysis where the guidewire was noted to be in two separate pieces. Approximately 0.9620" of the distal end of the core guidewire had fractured and separated from the nitinol core. The two pieces were connected by the unraveled coils of the wire. Microscopic images of the unraveled section and the severed ends were taken. The severed ends appeared bluntly cut and though a sharp edge was used. The complaint could be confirmed for guidewire breakage per the damage observed on the device. However, the cause of this damage appeared to stem from exposing the guide wire to a sharp edge such as would be experienced at the distal tip of the needle. The IFU states "when using metal needle cannula do not withdraw the guidewire back into the cannula, as shearing of the guidewire may result." This may have provided the sharp edge that resulted in the shearing that was observed. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.